Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on 13jul2016. The test well in question which was unexpectedly negative from the instrument in question was visually very weakly positive. This was well number two (2) which was known to be k antigen positive. The immucor laboratory tested retention product on 14jul2016 which performed as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when tested on a galileo echo instrument.